Event description:
It was reported that a 56-year-old caucasian female who underwent breast augmentation revision. With an unknown mentor silicone breast implant experienced right sided symptomatic rupture, wrinkling, and double bubble postoperative. The rupture discovered during the surgery. As a result, patient underwent bilateral replacements as follow: left, cat#: 3505251bc, sn#: (B)(4), and right, cat#: 3505251bc, sn#: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: wrinkling rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 06, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel implant smooth 500cc breast implant was found to be ruptured. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).